Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised to address pain and severe trendelenburg gait issues. Update 3/15/2012 - medical records were received. The revision operative report indicates that there was some corrosion present on the inside of the shell. The complaint was reopened to add the acetabular cup. Update: 4/30/13 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. Update: 8/26/2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 6/10/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion inside the cup. The stem is being added for the alleged high metal ions. All labs provided are from after the dor. The complaint was updated on: 7/7/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.